Event description:
The pt is 3 1/2 month pregnant. She had tested her blood glucose on suspect device and was 136 mg/dl at 6 pm. She was having low blood symptoms and later passed out. The paramedics were called and they tested her blood glucose and it was 30-40 mg/dl. She was put on an intravenous and taken to the hosp. The device memory indicates at 3:55 pm her blood glucose on suspect device was 105 mg/dl and at 4:10 pm her blood glucose on suspect device was 93 mg/dl.